Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report 2032227-2015-49528.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The cause of death was renal failure, bowel blockage, heart attack, and stroke. The caller stated that the customer's insulin pump malfunctioned and the customer's blood glucose got very high. The customer was taken to the hospital by an ambulance. The events that lead to the customer's death started on the (B)(6) of 2015. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it was disconnected by hospital orders since (B)(6) 2015. The customer was not using sensors. The caller declined returning the insulin pump for analysis.